Event description:
Laparoscopic cholecystectomy - "clip did not seal off vessel properly."

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to the manufacturer for review. Engineering assessment of the incident is to be conducted and a follow-up report will be sent upon completion of the evaluation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.